Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported that their high blood glucose was not coming down even after giving a bolus. Customer's blood glucose level at the time of incident was 465 mg/dl. Customer treated high blood glucose with insulin pump and manual injection still customer was having high blood glucose of 416 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.